Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip is bent, causing side to side misalignment of the grips. There is a .055¿ offset at the tips. The bent grip has separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity testing. It was concluded that the damge to the instrument's grip is likely due to mishandling/misuse. Failure analysis also found the following additional damages to the instrument. The grip cable is frayed at the distal idler pulley. The frayed strands stick out at the wrist. The surface of the distal pulley exhibits scratches and the distal end of the instrument's main tube has scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci distal gastrectomy procedure, the surgeon was uncomfortable using the maryland bipolar forceps instrument as the tip of the instrument did not close well. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.